Manufacturer narrative:
(B)(4). CAPA: the events are already addressed in the labeling. No corrective/preventive action is needed. Manufacturer narrative: lot number was not reported and a batch record review cannot be performed. Pharmacovigilance comment: the serious events of swelling, pain and induration at implant site were considered expected and possibly related to the treatment. Potential contributory factors include injection technique. This case meets the criteria of seriousness and causality for expedited reporting to regulatory authorities due to the hospitalization. Additional comments: device not made available to send to manufacturer.

Event description:
(B)(4) is a spontaneous report sent on 16-mar-2017 by a (B)(6) female patient. The patient's medical history was not reported. Concomitant treatments and previous treatments were not reported. On an unknown date approximately 2.5 weeks prior to this report, the patient received treatment with restylane lyft with lidocaine to the cheeks. Amount, lot, needle type, and injection technique unknown. On an unknown date 1 week later, the patient experienced extreme swelling (swelling) in her face that was increasingly worse over time, to the point that she was unrecognizable, pain (implant site pain) in the cheeks described as feeling like her cheeks were going to explode, and harden spots (implant site induration) in the cheek area. The patient reported she went to the hospital for treatment and was admitted for one night, was given unspecified pain medication, and discharged. The patient also reported she missed work for 1 week due to the pain. The patient reported she consulted her health care professional (hcp) regarding the events and was given 2 injections of hyaluronidase [hyaluronidase] 2 days apart. The patient also reported she was prescribed amoxicillin [amoxicillin] as a precautionary measure starting on (B)(6) 2017, medrol [methylprednisolone] dose pack and prednisone [prednisone]. At the time of this report, the events were ongoing.